Event description:
During a spinal cord (thoraci tumor case-2 post tibial nerve, right median), pt underwent 3 extremity ssep testing. Pt was placed in prone position for case with iom needle electrodes placed to scalp and bilateral chest wall. During closing, a 1.5 cm diameter skin lesion was noted on l) forehead where ground or fpz electrode was. Also noted 4 lesions on chest. Lesions sites were gray with red outline.

Event description:
The electrosurgery device current may have established an alternate return path that may have resulted in high current density passing through the subdermal needle electrodes with the possible tissue heating and damage resulting.